Event description:
The port was implanted 7/21/97 via the left subclavian. When chemotherapy was injected into the port on 7/23/97, extravasation was reported. A venogram showed that the catheter had broken away from the port and embolized to the right ventricle. The pt was sent to another hospital for removal of the catheter. The port was also removed.